Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while inserting trocar, the balloon was physically broken. The balloon was replaced to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.